Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The distal conductor of the lead became extrinsically fr actured due to over-rotation. Also, the distal conductor was extrinsically distorted due to kinking/buckling and was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the distal conductor distorted and fractured within the connector.

Event description:
It was reported that during the implant attempt, the helix on the lead "broke." The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.